Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, plaintiff was implanted with a non-ams mesh system and the ams monarc sling device for pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleges that the plaintiff suffered "serious bodily injuries, extreme pain, mesh erosion, dyspareunia, urinary issues, infection" and other injuries and was required to undergo corrective surgery. The plaintiff's attorney also alleges the plaintiff has experienced "significant mental and physical pain and suffering" and "sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.